Event description:
Same case as manufacturer's report # 6000093-2005-00209. During a ptca treatment procedure, the maverick otw 12/2.0 mm balloon ruptured at 9 atms. The lesion being treated was a severely calcified, 95% stenotic lesion in the mid right coronary artery. The maverick otw 12/2.0 mm balloon was removed and replaced with a maverick otw 15/2.5 mm balloon. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.